Event description:
An operation theatre nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be scratched. There was patient contact observed and no patient harm was reported. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.3., d.4., d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. A small amount of viscoelastic was observed on the lens. The optic was scratched/scraped along the edge. One haptic/optic junction was torn against a post. The other haptic was broken in the distal area. The broken haptic portion was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were indicated but specific information was not provided. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The initial reporter indicated that the healthcare professional used the company 21.0 diopter company lens and encountered iol was scratched during removal from case and could not be used on (B)(6) 2023. The event occurred during surgery of cataract surgery (with iol implant). The concomitant products used were [cartridge, viscoelastic, handpiece]. The surgery was completed on (B)(6) 2023. The product was single- used. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).